Event description:
The customer reported via phone call that he had been receiving a lot of battery errors on the insulin pump. Customer stated that he had a motor error alarm that occurred during a basal. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer declined to troubleshoot for the off no power alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.